Event description:
It was reported that the insulin pump had moisture damage to it after having been exposed to a drink that was spilled on it. The blood glucose reading was 18.2 mmol/l. The caller stated that the insulin pump would not power on nor respond to any button presses. Advised that the insulin pump would be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.